Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia and hypoglycemia while using the ilet system, with highs lasting for several hours and lows corrected with oral carbohydrates; the user reported alerts for both high and low glucose and chose to disconnect from the pump and use multiple daily injections, and additional training was scheduled to review logs and consider setting adjustments. Symptoms included knee joint pain during hyperglycemia and anxiety, a rushing sensation, feeling faint, and sleepiness during hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education, review of user-reported data, and assignment for additional training. Investigation of this case revealed no device alarms or malfunctions and an unclear cause for the reported hyperglycemia, with potential contributing factors including recent steroid injections, postoperative status, gastroparesis, and concurrent medications; no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.